Event description:
Patient reported "concerns with implant, pain, boob swelling, headache, joint pain". Later healthcare professional reported " pain, stiffness, swelling on breast, capsular contracture grade 4." This relates to the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Headache-ndr: unable to observe since it is not related to the device. Pain-ndr: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "concerns with implant, pain, boob swelling, headache, joint pain". Later healthcare professional reported " pain, stiffness, swelling on breast, capsular contracture grade 4." This relates to the left side. Device has been explanted.

Event description:
Patient reported "concerns with implant, pain, boob swelling, headache, joint pain".later healthcare professional reported " pain, stiffness, swelling on breast, capsular contracture grade 4." This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Headache-ndr : unable to observe since it is a medical event and is not related to the device. Pain-ndr : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported "concerns with implant, pain, boob swelling, headache, joint pain".later healthcare professional reported " pain, stiffness, swelling on breast, capsular contracture grade 4." This relates to the left side. Device has been explanted.